Manufacturer narrative:
Qn# (B)(4). In section d provided the full UDI #. Additionally added the brand name of the device. **UDI related data quality updates only** other remarks: n/a; corrected data: n/a.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Manufacturer narrative:
(B)(4). The actual device was not returned; however, the customer provided photos for evaluation. The manufacturing site reports "based on the photo provided, the actual reported defect was not identified. Further investigation could not be conducted to identify the root cause of defect on the complaint sample since there is no returned sample." Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that prior to use "according to the hcp the filters were closed and could not be used. The hospital staff tried to insert a needle and pump or inject air and there was no change". No patient involvement.